Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to implant a cannulated tibial nail on (B)(6) 2018, while drilling for the cannulated connecting screw on the proximal portion of the nail, surgeon had to wiggle the drill in order to get the drill bit to pass through the nail. The aiming arm, insertion handle, drill sleeve, and protection sleeve were reported to have contributed to the alignment difficulty. No devices were broken but the nail was hit. Surgery was completed successfully with no delay. This report is for one (1) cannulated connecting screw. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. DHR review for part number 03.010.404 , synthes lot number u238759 , supplier lot number u238759 , release to warehouse date: 10-may-2016 , manufactured by orchid unique . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Device use: the returned insertion handle is a reusable instrument in the suprapatellar instrumentation for titanium cannulated tibial nails system which is part of the expert nailing system with radiolucent instrumentation. Instructions for use can be found in technique guide. Customer quality investigation: investigation flow: functional: device condition: visual and functional inspection performed at customer quality (cq) identified no issues with the connecting screw except for the minor surface wear which will not affect the device functionality. No further visual defects were identified. Furthermore, no mating issues were noted when the screw was used with the insertion handle when set as a construct with the returned devices (aiming arm, protection & drill sleeve, insertion handle). Also, when assembled as a construct with the returned devices, the given device was observed with no deviations in alignment range. However, as not all components (including nail and drill) that goes with the complete construct were returned, the given complaint condition is not able to be replicated. Furthermore, with no defects noticed on the connecting screw the complaint condition was not confirmed. However, to further evaluate any potential issues on the returned device the dimensional inspection at relevant portions and device history review were performed below. The reported complaint condition does not agree with the returned device condition; therefore, the complaint was not able to be confirmed. Document specification review: the following drawings were reviewed, and no design issues were noted: connecting screw drawing: dimensional inspection was performed on below features measured within the specification per outer diameter insertion handle contact surface: measured: 8.0 mm; drawing specification 8.0 mm + /-0.03 nail connecting end threads: measured 7.937 mm ; drawing specification 7.788 mm to 8.0 mm and thread tolerance. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to complaint condition. A definitive root cause could not be determined based on the provided information. Conclusion: the complaint condition was not confirmed and during the investigation, no product design issues or manufacturing discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Update 12/04/2018: (adding the concomitant part. It was reported that there was a drill used with no allegations. Modified event description: it was reported that during a procedure to implant a cannulated tibial nail on (B)(6) 2018, while drilling for the cannulated connecting screw on the proximal portion of the nail, surgeon had to shake the drill so the drill bit to pass through the nail. The aiming arm, insertion handle, drill sleeve, and protection sleeve were reported to have contributed to the alignment difficulty. No devices were broken but the nail was hit. Surgery was completed successfully with no delay. Patient outcome is unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1) . This complaint involves seven (7) devices.